Event description:
Sternalock plates (2 x plates, 1 4 hole straight plate) were implanted in 2007 (this was the first revision surgery). About 2-3 weeks after the plates were implanted, the x plates held the bone together, but the sterna to the lateral side of the plates ripped away causing a new sternotomy. The 4 hole straight plate broke. A second revision surgery was performed to remove the plates.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.